Event description:
The customer reported that they experienced the live image going black, corrected by rebooting. Also some tube noise is noticed, and occassionally the "collimator pot error" appears, but normal operation is not affected. There is no patient injury or risk.